Event description:
As the surgeon was implanting the cage, the cage fragmented into several pieces. All pieces were successfully removed from the wound. The remaining cage was drilled down and the allograft bone was impacted to fill the remaining space. An x-ray confirmed placement of the cage and allograft. There was no patient injury.